Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the analysis, it was observed the nozzle was clogged with debris. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle was clogged with debris. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.